Event description:
Additional information: the catheter revision occurred on (B)(4) 2012.

Event description:
It was reported that the pump was implanted in (B)(6) 2012 and from (B)(6) the patient had gradual increase of muscle tone and spasticity. It was stated that this led to the replacement of abdominal drain (catheter). Operation revealed that the distal catheter was dislocated. The distal catheter segment was removed and replaced. Drug delivered via the device was baclofen. The pump was later explanted and this event has been reported in MFR report #3004209178-2012-09539.

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).